Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2003: the patient presented with preoperative diagnosis of degenerative disc disease, lumbar spine and underwent anterior exposure of lumbar spine for discectomy and fusion. (B)(6) 2003: the patient presented with preoperative diagnosis of lumbar four-five herniation with internal disk disruption. The patient underwent anterior lumbar four-five anterior lumbar discectomy, lumbar four-five anterior lumbar spinal fusion with application of vak and proximity cages times two, application of bone morphogenic protein. Per-op notes: the patient is taken to the operating room and placed in the supine position. General anesthesia was administered. A gram of ancef was given intravenously. Foley catheter, pas stockings, and evoked potentials were applied. The patient then had a lumbosacral roll placed beneath her 14-5 area, and she underwent a standard surgical prep and drape over the anterior abdominal area. After distraction of 14 mm was carried out, guide cannula was placed over the guide pin and impacted into position. Primary and secondary reamer were then carried out after removal of the distraction pin. A thorough diskectomy was carried out in this manner. The disk space was then tapped, and a vak type implant of the proximity of the spine was introduced with bone morphogenic protein placed in its anterior and posterior chambers. Its progress was observed under image intensification. Excellent tight fit resulted. Attention was turned to the contralateral side. The distraction pin was reunited with the guide trocar and the guide cannula placed over the distraction trocar. It was impacted into position, and primary dissector reamer was carried out with thorough diskectomy between steps. The disk space was tapped, and then a standard bak implant with bone morphogenic protein placed in its anterior and posterior chambers was then introduced. This was screwed into position under image control. Additional bone morphogenic protein was placed in the anterior chamber. Confirmatory radiographs demonstrated appropriate position of all implants. Patient alleges unspecified injury due to the use of rhbmp-2